Event description:
Pt's original surgery with skin grafts to remove hairy nevus-left leg. Scar contracture led to planned reconstruction with tissue expanders. Three tissue expanders were placed in legs (one in upper right of competitive brand, two in left leg of ssp brand) a gradual wound breakdown at incision site recognized and pt taken to surgery for wound cleanup. The expanders were not removed. The wound cultured positive for candida paraphysis-yeast type fungi and pt placed on IV amphotericine b. Followup with doctor. Expanders still in place. Dehiscence at sight of competitive brand but to a lesser degree than at ssp expander sights. Ssp brand tissue expanders located in left leg (one in thigh area and one in lower leg). Competitive brand located in right leg (upper thigh). Pt having problems with medication amphotericine-b, medication switched to ambisome 105 IV. Scans of head, chest and eyes performed and proved negative for infection. Pt continues asymptomatic except for cultures. Wound site cultured and again positive for candida paraphysis. Surgery performed and tissue expanders removed. Pt discharge from hospital with IV, to return to clinic.